Event description:
Iol lens was implanted causing blindness in corner of eye, severe halos and broken glass affect across eye. Cannot see well at all in eye. Also having halfmoon halos across whole eye.